Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42578100801, femoral finishing guide, 63518668, 42558100801, femoral provisional, 63439991, 42558100802, femoral provisional, 63440524. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06071.

Event description:
It was reported that during knee arthroplasty procedures, the surgeon feels the size 8 instrumentation does not resect enough of the posterior femur, resulting in the flexion gap feeling too tight. The surgeon reported this does not happen with other sizes. No patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned parts exhibits signs of use. There were few rust marks seen along the etched surface. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.